Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained no delivery alarms and frequent battery changes on the insulin pump. Customer had to restart the rewind to complete. Customer stated that the pump rejected new batteries and the act button sticks, which has caused high blood glucose levels. No further assistance needed.